Event description:
It was reported that this right ventricular (rv) lead was explanted a few days after it was implanted due to it presenting high capture thresholds measurements. A new device was implanted. No additional patient effects were reported.